Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc considered that the reported phenomena were attributed to the communication failure due to the failure of the cable by the user handling. Olympus stated the appropriate handling of ch-s400-xz-eb and the counter measures against abnormalities in the instruction manual of ch-s400-xz-eb.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomena were caused by the failure of cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the endoscopic image was displayed intermittently when connecting the subject device to the video processor. In addition, only test patterns such as color bars were displayed when the image disappeared, and the e222 error which indicated the camera head communication error was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.